Manufacturer narrative:
Not avail.

Event description:
This spontaneous report (2025-cdw-01121, (B)(6)) from the united states of america was reported by a 24-year-old female consumer via chat and followed up by a survey, who reported it caused bodily injury and urinary tract infection after using the trojan latex ultra ribbed lubricated condoms. On 24-apr-2025, the consumer reported initiating the use of trojan latex ultra ribbed lubricated condoms once for birth control as per the direction of her primary care recommendation. Later, the consumer reported via chat that she experienced bodily injury that occurred on (B)(6) 2025. She alleged that the product caused urinary tract infection. Additionally, the consumer reported in the survey on june 30, 2025, "very quick after using, burning, pain while after urinating. Blood in urine. Side pain." The consumer stated she did seek medical attention from two different hospitals and was admitted into the hospital. She had ultrasound, blood cp and urine revaluation done and received medication (IV/oral) (unspecified). Her symptoms lasted 2 weeks. No additional information was available. The action taken with trojan latex ultra ribbed lubricated condoms was not applicable. The outcome of the events was recovered.

Manufacturer narrative:
Not avail.

Event description:
This spontaneous report ((B)(4), (B)(6)) from the united states of america was reported by a 24-year-old female consumer via chat and followed up by a survey, who reported it caused bodily injury and urinary tract infection after using the trojan latex ultra ribbed lubricated condoms. The consumer's medical history and the concomitant medications were not reported. On 24-apr-2025, the consumer reported initiating the use of trojan latex ultra ribbed lubricated condoms once for birth control as per the direction of her primary care recommendation. Later, the consumer reported via chat that she experienced bodily injury that occurred on (B)(6) 2025. She alleged that the product caused urinary tract infection. Additionally, the consumer reported in the survey on june 30, 2025, "very quick after using, burning, pain while after urinating. Blood in urine. Side pain." The consumer stated she did seek medical attention from two different hospitals and was admitted into the hospital. She had ultrasound, blood cp and urine revaluation done and received medication (IV/oral) (unspecified). Her symptoms lasted 2 weeks. Her symptoms lasted for 2 weeks. At the time of this report, her symptoms had resolved. New information was received on july 7, 2025 - as per reporter (consumer), prior to the use of the condom they were having hormone issues [unspecified] and their physician recommended they discontinue the use of contraceptive pills and use condoms for birth control. Following use of first condom, consumer experienced pain and blood in urine within a day of product use; consumer was hospitalized for 2 or 3 nights. No additional information was available. The action taken with trojan latex ultra ribbed lubricated condoms was not applicable. The outcome of the events was recovered. Note: documentation provided by reporter cites "hospital stay & bed charges", however the duration of the stay is not present.